Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to oversensing. Subsequently, a laser lead extraction procedure was completed and a new lead different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.